Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) who was under going an ablation procedure. The clinicians charged the device to 200 joules, but were unable to discharge the device, and they rec'd an "open air discharge" error message on the device screen. The clinicians then shut the device off and then turned it on again. They were then able to successfully administer a 360 joules shock to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.